Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had received insulin flow block alarm for past 3 days. The customer's blood glucose was above 600 mg/dl and went to diabetic ketoacidosis. The customer treated with insulin pen. The customer states the insulin exited. Advised to change entire infusion system. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer does not want to troubleshoot the issue. The insulin pump will be returned for analysis.